Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior, a flat crease and delamination on the plug strap. A leak test and microscopic analysis were performed which identified: a sharp opening, delamination of valve and >75% total separation. A dimension measurement in the shell was performed which identified that the thickness was within specification. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening and total delamination of the plug strap (cohesive failure).

Event description:
Device has been explanted.